Event description:
It was reported that the device had the service light illuminated. Physio-control evaluated the device and verified the reported problem. In addition, physio found that the device fails to analyze ECG rhythm in AED mode. The device was operational in manual mode. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.

Manufacturer narrative:
(B)(4): the initial medwatch report indicates: physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. (B)(4): the initial medwatch report should indicate: physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Supplemental information: physio-control further evaluated the removed therapy pcb assembly in the failure analysis center and determined that the cause of the reported failure was due to an electrically leaky capacitor, designator c160.